Event description:
This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user.. No patient involvement, occurred during failure investigation .